Event description:
It was reported that a merlin.net transmission revealed a non-sustained lead noise alert due to myopotential oversensing. Programming changes were made and the patient was doing well.